Event description:
It was reported that the customer had a button error on the insulin pump. Customer's blood glucose level was 182 mg/dl. Troubleshooting was not performed, but insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with no down arrow button response due to corroded keypad traces. No button error alarms were noted during testing. Unable to perform the displacement test due to no button response. The pump also had a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a stained end cap sticker, and a stained address/serial number label.